Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2019-04-17) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). Maquet cardiopulmonary (B)(4) was not requested the product back for investigation since the failure is out of box failure and complaint picture is clear about the failure. It could be seen that the tyvek cover of the tray was damaged. The puncture is from inside towards outside of the tray. The failure on the picture could be confirmed, but the product was not available for technical investigation. This complaint was investigated and closed on 2019-06-12. Device history record review shows related controls were performed accordingly and no damage box rework record was found. It means that product was received without any damages on the outer side by xpo. The most probable product could be damaged during transportation from xpo to the customer. Because of the transportation conditions one of the components could be caused the puncture. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The packaging tests regarding pinhole, tear , gaps on sterile bag were performed (dms #2916417 v1). According to the test result, the sterile bag was met the all requirements of visual inspection, dye penetration, peel test, seal strength and foil integrity tests.

Event description:
It was reported that during unpacking the set, customer found a hole on the foil. Complaint: #(B)(4).